Event description:
It was reported case was normal until the tail end of burring the tibia. Doctor wanted to move tibial lateral 2mm. Pressed the change implant button in the top left and an error popped up stating handpiece connection error, it was either connection or motor error. Dismissed error and went to planning screen, moved the tibia over 2mm and tried to go back into remove bone and the button was blacked out, couldn't push remove bone to go back into cutting. Doctor finished cuts by rasping the eminence ridge over another 2mm freehand. Tried disconnecting and reconnecting handpiece and drill. Issue happened when trying to go back into remove bone. The button was blacked out and it didn't allow to continue removing bone.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case screenshots and log files were returned for investigation DHR review found that the software version (r-4307) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system for unicondylar knee replacement and patellofemoral arthroplasty user's guide provides information for handpiece connection, homing, and usage. Review of the log files found that the implant placement button was pressed at the same time the system threw a handpiece error. Due to the timing of the error and button press, the system did not take the user back to the handpiece connection screen as expected, but went to the implant placement screen. Since the handpiece was "deactivated", the system would not allow the user to move back into cut mode. The probable cause of the issue was a software failure. A relationship between the device and the reported event could be established. The software team is further investigating this issue.